Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 571 mg/dl. Troubleshooting for high blood glucose was performed. Customer was unable to bring down their blood glucose levels and was sent to the hospital. Customer would like a representative to help change the programming on the insulin pump. Customer experienced diabetic ketoacidosis. Customer's insulin pump was taken off when admitted into the hospital and they were placed on insulin drip. Customer went to the hospital three different times as a result of high blood glucose levels. Customer advised the inside where the reservoir is placed smelled of insulin.